Event description:
It was reported to philips that the device was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Upon functional testing, the fse checked log files and found no communication between fdc and fd and determined that the ps fd unit was faulty. To resolve the issue, the fse replaced the fd ps unit. After replacement, the system was returned to use in good working order.